Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the motherboard of the unit was leading to no video output. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. As a precaution, the representative replaced the dvi splitter for the monitor. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The dvi splitter was returned to the manufacturer for analysis. The splitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the navigation system was flickering. No additional information was provided. There was no patient present when this issue was identified.